Event description:
The patient reported she had visian icl lenses implanted in both eyes in 2007. The patient reported that within the past year she has had retinal detachment and her vision has deteriorated. The patient also has cataracts in both eyes. The patient was unable to provide any additional information. If additional information is received, a supplemental medwatch will be sent.